Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency room, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.